Event description:
Affiliate reported that a shuntgraphy confirmed leakage was found from the distal side of the valve. As a result, the surgeon replaced the catheter. Since the situation did not change another shuntgraphy was conducted and it was found that the silicone housing was torn at the siphonguard. This valve will be revised soon.

Manufacturer narrative:
It has been communicated that the device has not yet been explanted. Therefore, it is not clear at this point if the device and/or lot information will be available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.